Event description:
Phlebitis was detected near the insertion site hours after the catheter was inserted.

Manufacturer narrative:
The sample is not available for the investigation. Additional information has been requested. If additional information is received, a supplemental report will be (B)(4).